Event description:
As reported on (B)(6) 2013, a female pt presented for an endovenous laser treatment. During the procedure, the treating physician noted the disposable fiber had a crack in it. The fiber was set aside and a new of the same device was used to successfully complete the procedure. There was not report of harm of injury to the pt due to this event. It was reported the disposable device is available for return to the MFR for eval.

Manufacturer narrative:
The reported defective device has yet to be returned to the MFR for a device eval. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lot met all material, assembly, and performance specs. The results of the device eval will be sent via a f/u medwatch.